Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. No alarms were observed in the data. Timeouts were observed in the data, and a drive stall was observed in the beginning of the run. The device completed first prime earlier than expected at 28 pulses, and it was deactivated at 40 pulses. The device was reset and rerun with a 5u bolus. No abnormalities were observed in the rerun data. The device was inspected for damages that would cause the observed timeouts and drive stall, and none were observed. The drive stall in the original data can be determined as the cause of the device's failure to deploy. The adhesive welds were observed to be incorrectly installed. This would not affect the device's ability to deploy.